Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported the patient had an implantable neurostimulator (ins) pocket issue involving ins depth. The patient reported the ins was too close to the skin which was causing it to move, and a revision occurred. The patient reportedly completely recovered but the issue began at implant and gradually had gotten worse leading up to the revision that was 2-3 weeks prior to the report. The patient later reported the revision that had occurred seemed successful as the ins was placed deeper into the muscle but when the patient went to get out of bed they felt something move. The ins had moved again, was loose, and migrated up into the previous shallow pocket where it was laying on its side. The patient also reported they had to lay the ins flat before they could sit down, had pain at the ins site, and the site was black and blue. The patient was waiting for the previous revision to heal so they could have it revised again.

Event description:
It was later reported that she knows the patient turned the stimulation off because of discomfort at the site but there was no further information. It was later reported that patient called stating she was schedule to have implantable neurostimulator (ins) re positioned again because ins was "moving and budging out." Patient stated she needed to make sure a manufacturer rep was present to turn therapy back on. The patient appointment was scheduled on (B)(6) 2016. Revision resolved the issue of ins moving in pocket as the representative saw the patient after the revision to program the battery (since they was made aware) and she was satisfied with the placement. Addition information received a week later reported that the patient reportedly went in for a pocket revision (mon) without the representative being present. She contacted the practice post op who in turn contacted rep. She was feeling pain at the site of the pocket. She describes this pain as a stabbing. Patient had pocket revision. The representative advised patient and practice to shut the implant off. The implant was turned off. Implant turned off using programmer. The patient outcome was reported as unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.